Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30mg/dl. The customer also reported that they had a possible over-delivery anomaly. And insulin pump was exposed to moisture the customer was treated with carbs and disconnected from insulin pump. No further patient complications were reported. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event and the auto mode feature was not active at the time of the incident. Customer would discontinue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad remained unresponsive. Keypad overlay was removed, and no moisture damage noted during visual inspection. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly including flex keypad connector. No moisture damage was noted on electronic assembly during visual inspection. Unit was downloaded, however, when unit was received by technician, buttons were unresponsive. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor and occlusion test due to unresponsive buttons. Unit was downloaded successfully using thump software. During download history review no relevant alarms were recorded to confirm complaint code around event date. Unit was swapped using test pcba1 and unit responded properly. Therefore, isolate to pcba1. Unit was also received with scratched case. In conclusion, unit was received with unresponsive button due to faulty pcba1. Therefore, unable to confirm customers concern of low bg and no moisture damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.